Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("increased bleeding during menstruation/ bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and vulvovaginal pain outcome was unknown and the menorrhagia had not resolved. The reporter considered menorrhagia, perforation and vulvovaginal pain to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-oct-2017: new reporters was added. Product start and stop date was added and also new events was added. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a 45-year-old female patient who had essure (batch no. 627293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, dysuria, uti and pyelonephritis. Concurrent conditions included overweight, chronic interstitial cystitis and heart murmur. Concomitant products included iron, lovastatin, medroxyprogesterone acetate (depo-provera) from 1998 to 2008, northo and oxybutynin. In 2008, the patient experienced back pain ("back pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced micturition urgency ("bladder or urinary problems: urination urgency") and urinary incontinence ("bladder or urinary problems: urinary incontinence"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced vulvovaginal rash ("vaginal rash"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("increased bleeding during menstruation/ bleeding"), vulvovaginal pain ("vaginal pain") and pollakiuria ("bladder or urinary problems: frequent urination"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, vulvovaginal pain, vulvovaginal rash, fatigue, weight increased, pollakiuria, micturition urgency, urinary incontinence and back pain outcome was unknown and the menorrhagia had not resolved. The reporter considered back pain, fatigue, menorrhagia, micturition urgency, perforation, pollakiuria, urinary incontinence, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Anticipated/scheduled date for essure removal is (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: right fallopian tube occluded at mid-aspect. X-ray - in (B)(6) 2008: total bilateral occlusion. Cardiovascular problems or htn (hypertension): positive and high cholesterol. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a 45-year-old female patient who had essure (batch no: 627293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and chronic interstitial cystitis. Concomitant products included medroxyprogesterone acetate (depo-provera) from 1998 to 2008. In 2008, the patient experienced back pain ("back pain"). On (B)(6) 2008, the patient had essure inserted. In october 2008, the patient experienced micturition urgency ("bladder or urinary problems: urination urgency") and urinary incontinence ("bladder or urinary problems: urinary incontinence"). In february 2009, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced vulvovaginal rash ("vaginal rash"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("increased bleeding during menstruation/ bleeding"), vulvovaginal pain ("vaginal pain") and pollakiuria ("bladder or urinary problems: frequent urination"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, vulvovaginal pain, vulvovaginal rash, fatigue, weight increased, pollakiuria, micturition urgency, urinary incontinence and back pain outcome was unknown and the menorrhagia had not resolved. The reporter considered back pain, fatigue, menorrhagia, micturition urgency, perforation, pollakiuria, urinary incontinence, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. X-ray - in september 2008: total bilateral occlusion cardiovascular problems or htn (hypertension): positive and high cholesterol . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event per pfs: vaginal rash, bladder problems, urinary problems, fatigue, weight gain, frequent urination, urination urgency, urinary incontinence, back pain added from pfs. Concurrent condition added. Lot number added on (B)(6) 2018: medical records received. Reporters added and concurrent condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.